Event description:
It was reported by the rep that (1) mcl20 clip applier was being used and clips began to scissor. A new clip applier was opened to complete the procedure. There was no pt consequence.